Event description:
A pt was on the ventilator when the ventilator power supply assembly failed/malfunctioned. The safety valve did open appropriately. The ventilator was immediately removed and disconnected. The pt desaturated into the low 80s while being hand bagged.